Manufacturer narrative:
The customer observed film on top of the tube after the initial test; the film was removed prior to repeating the sample. The film was not detected by the sample foam detection camera of the instrument. Investigations determined the firmware update for the camera had not been completed correctly. Several files from the internal memory of the camera needed to be deleted. After deleting these files, the issue was solved. The service technician verified the deletion of files and the upgrade was performed with no issues. The firmware of the camera was upgraded to the latest version and the customer has had no further issues.

Manufacturer narrative:
The foam detector is "on" and was "on" at the time of the issue. The settings were not changed recently. The investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a low erroneous result for 1 patient sample tested for elecsys probnp ii (probnp ii) on a cobas e 801 module. The initial result was 35.1 pg/ml. This result was reported outside of the laboratory. The sample was repeated twice with results of 2104 pg/ml and 2096 pg/ml. The customer observed film on top of the tube after the initial test; the film was removed prior to repeating the sample. There was no allegation that an adverse event occurred. The probnp ii reagent lot number was 315914. The expiration date was not provided.